Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 377-387 mg/dl; cause unknown. Reportedly, due to the elevated bg level, the customer lost consciousness and hit their head, resulting in a cut. Additionally, the customer also was vomiting. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management and to call emergency medical services for assistance and go to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.